Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion (pe) occurred. During a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. The physician performed transseptal puncture (tsp). Imaging was clear and the length of wire was clearly extended with visible tenting. The rf wire went through transseptal with ease. Resistance was getting the sheath across the septum. The tsp was very superior and perforated left atrium. A pericardial effusion was noted on transesophageal echocardiogram (tee) but the amount did not increase on observation. The patient was sent to critical care unit for observation and expected to fully recovered. In the physician opinion, the device functioned appropriately however the transeptal location was incorrect. The device is not expected to be returned for analysis (disposed). As of friday, (B)(6) 2025 patient was still admitted, but the patient was discharged the following evening.

Manufacturer narrative:
Correction to impact codes: added f2203: imaging required, f23: unexpected medical intervention. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion (pe) occurred. During a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. The physician performed transseptal puncture (tsp). Imaging was clear and the length of wire was clearly extended with visible tenting. The rf wire went through transseptal with ease. Resistance was getting the sheath across the septum. The tsp was very superior and perforated left atrium. A pericardial effusion was noted on transesophageal echocardiogram (tee) but the amount did not increase on observation. The patient was sent to critical care unit for observation and expected to fully recovered. In the physician opinion, the device functioned appropriately however the transeptal location was incorrect. The device is not expected to be returned for analysis (disposed). As of friday,(B)(6) 2025 patient was still admitted, but the patient was discharged the following evening.